Manufacturer narrative:
A ge service rep performed an onsite investigation. The touch screen power supply was checked. The line match power supply was adjusted and the fluoro functions board voltage was checked. The covers were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic images and was not functioning as intended. No pt injury was reported.